Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.